Event description:
The customer reported an unknown amount of fluid was leaking from the right side of the coulter lh 500 hematology analyzer. The leak was contained. The customer also reported the latron control volume was recovering low out of range. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The fse confirmed the leak from a defective diff mixing chamber. The fse replaced the chamber resolving the leak and low latron volume issue. (B)(4).